Event description:
It was reported that during the patient's lead revision on (B)(6) 2026 a portion of the patient's lead was unable to be explanted and remains implanted within the patient.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.